Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone12.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site on their arm while wearing the device between 36 and 48 hours. The patient's mother reported the infusion site was red, swollen and had pus coming out of it. The patient went to the urgent care on (B)(6) 2026 and was diagnosed with cellulitis of the upper right limb. The patient was treated with oral antibiotics cephalexin to be taken for a week. The patient was discharged the same day. A new pod was applied.